Event description:
Pt experienced wound complications approx one month post achilles tendon repair with orthadapt augmentation. When the bioimplant was explanted, the physician noted both erythema and ulcerations at the implant site.

Manufacturer narrative:
The physician fixated the orthadapt bioimplant using absorbable sutures; user is instructed to fixate the orthadapt bioimplant with non-absorbable sutures. Based on reported info, the likely caused of the event is due to the use of absorbable sutures to fixate the bioimplant. Neither the explanted tissue or the product lot number was provided to the MFR.